Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the urinary tract during a urethral stone removal procedure performed on (B)(6) 2021. During the procedure, the tip part of the sheath was found to be damaged. The procedure was completed with another navigator hd access sheath. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the urinary tract during a urethral stone removal procedure performed on (B)(6) 2021. During the procedure, the tip part of the sheath was found to be damaged. The procedure was completed with another navigator hd access sheath. There were no patient complications reported as a result of this event. Additional information received on january 30, 2022. It was clarified that the tip of the sheath was not damaged but instead it was the dilator's latch which was broken.